Event description:
The customer reported that a filament regulator failed error message displayed on the system.

Manufacturer narrative:
The ge service rep replaced the defective battery, then checked the system for proper operation. The system performs as intended.